Manufacturer narrative:
On 21-sep-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedure, and it revealed a tear in the posterior view ,measuring approximately 0.5 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast surgery with a 275cc mentor siltex round moderate profile prosthesis and experienced postoperative right-sided breast pain and deflation. The patient experienced tenderness in her right breast, and MRI performed on (B)(6) 2019 indicated the deflation. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor memorygel breast implant prostheses (catalog #: 3502751bc, left serial #: (B)(4) right serial #: (B)(4)) on (B)(6) 2019. The date of problem observed was estimated as (B)(6) 2019 with available information. If additional information is received in the future, a supplemental report will be submitted.